Event description:
It was reported that the patient experienced peritonitis, manifested by cloudy effluent and abdominal pain, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for the peritonitis consisted of unspecified antibiotics administered intraperitoneally and intravenously (dose and frequency not reported). The patient was discharged from the hospital four days after being admitted and the antibiotics were discontinued five days after that. The patient was reported to have recovered from the peritonitis. Additional information was requested and was not available at this time. This is report 3 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The patient reported that a contributing factor to acquiring the peritonitis was the reuse of lap pads. However, the cause remains unknown. The patient was recovering from the event (previously reported as recovered). As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number h13j08040 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. This is the same patient as (B)(4).